Event description:
It was reported to philips that the device's electrode wire has an issue. There was reportedly no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that it has issue with electrode wire. There was reportedly no patient involvement. The device was evaluated and repaired by the third part service provider. No details are available regarding the nature of the failure nor the repair details, however it was reported that the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.